Event description:
It was reported that the device was difficult to remove. An 8.0-29 carotid wallstent was selected for a carotid artery stenting (cas) procedure. The target lesion was located in the moderately tortuous internal carotid artery. After pre-dilatation and deployment of the stent, resistance was encountered while attempting to withdraw the delivery system. During this process, the non-boston scientific embolic protection device (epd) also began to retract, prompting the physician to deflate and retrieve the balloon, which was observed to be damaged. The procedure was completed using another product. There were no patient complications as a result of this event.

Event description:
It was reported that the device was difficult to remove. An 8.0-29 carotid wallstent was selected for a carotid artery stenting (cas) procedure. The target lesion was located in the moderately tortuous internal carotid artery. After pre-dilatation and deployment of the stent, resistance was encountered while attempting to withdraw the delivery system. During this process, the non-boston scientific embolic protection device (epd) also began to retract, prompting the physician to deflate and retrieve the balloon, which was observed to be damaged. The procedure was completed using another product. There were no patient complications as a result of this event.